Event description:
It was reported that this lead was explanted for infection. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had a system explant due to infection. The patient expired a few weeks later.